Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the cap on the synchron lx co2 acid reagent bottle was loose. No injury was reported on this issue.